Event description:
The fragmatome handpiece malfunctioned duirng a vitrectomy, lensectomy left eye. Upon beginning fragmatome a whitish material came into view. The sclerotomy was gray at the 10 o'clock position. Fragmatome hand piece immediately removed. There was what appeared to be fibrotic and burnt edge of the sclerotomy from the shaft of the fragmatome. There was a small leak present after closure at the 10 o'clock position which was repaired.